Event description:
It was reported that the blade tip fell off two instruments during the procedure. They were able to find the blade tips on the field outside of the pt. The case was completed with a third instrument. No pt consequence was reported.